Event description:
On (B)(6) 2013, a spontaneous report by a physician (in the form of a patient case history typed by the reporting physician), as well as a written brief summary of adverse events by the physician's office manager, was received via a company representative regarding a (B)(6) female who received an injection of perlane (cross-linked hyaluronic acid dermal filler). Medical history included 4 previous injections of unspecified hyaluronic products, including perlane without complications; no history of perlane injections to the malar areas; no history of diabetes, steroid use, facial cysts, obvious skin lesions, subcutaneous masses or cysts. The patient's skin type and concomitant medications were not reported. The patient received a 2 cc "routine" subcutaneous injection of perlane on (B)(6) 2012, to both malar fat pads (for malar augmentation) and lateral commissures (1 cc to each side), performed by an "experienced" nurse. Pre-procedure medications were not reported; alcohol skin prep was used prior to the injections. Additional procedures performed at the time of implantation included a 2 cc injection of restylane (cross-linked hyaluronic acid dermal filler) to the perioral areas (without adverse event) and botox (onabotulinumtoxin a) to the glabella and lateral orbicularis oculi. The physician's office manager noted that the patient had developed an infection/inflammation in the right cheek, which was first noted on an unspecified date in (B)(4) 2012 (reported as "8 days after perlane injected"). As of (B)(6) 2013, the unidentified healthcare professional from the reporting clinic noted that the patient had chronic inflammation and a deformity of the cheek for "3 months." The physician noted the following per his typed patient case history: on an unspecified date in (B)(6) 2012 (reported as "started approximately 8 days after the injection"), the patient developed right cheek redness, swelling, firmness, and itchiness "for 3 days." On (B)(6 )2012, the patient called in to the injecting clinic to report the events and the patient was advised to come in for an evaluation, but the physician did not feel it was a "severe problem." On (B)(6) /2012, the patient was evaluated by the physician. The patient stated that her cheek swelling and firmness was about the same, but she was worried because of tingling in the infraorbital nerve area; she was also worried about "possible spread to eye." The patient's family did not see anything unusual. The examination revealed "minimal subcutaneous fullness in right cheek in the injected area and a palpable, mobile firmness, a little bit more than expected from the injection, and more than the opposite injected area." No skin changes, bruising, drainage, ulceration, erythema, or increased temperature were noted. An intraoral exam showed unremarkable deep cheek tissues. The patient's symptoms were diagnosed as a hematoma from the needle puncture. Possible aspiration, steroid or hyaluronidase injection, or antibiotics were discussed. Conservative treatment, with heat, was agreed on. A recheck in 2 weeks, or sooner if the symptoms worsened, was planned. On (B)(6) 2012, the patient was evaluated by the physician and his nurse. The patient reported that she was concerned that her cheek was slightly more swollen, but she had no fever. The patient had also been seen by her primary care physician (pcp) for "other reasons." As of the pcp visit, the patient's temperature was normal and her cheek "was not an issue." The reporting physician noted a slight increase in the size of the patient's cheek, and a mild violaceous hue was confirmed. No fever was noted. There was no fluctuate, but the physician felt that infection was "now likely." The physician also noted that the patient had developed an infection of the right malar pad after perlane injections. The physician aspirated the mass intraorally with a #18 needle and double penetration. "One-half cc" of pus was obtained and cultured for aerobic and anaerobic organisms (culture subsequently grew "normal skin flora" only). A small, "loculated staph. Abscess" was assumed, and the patient was started on cipro (ciprofloxacin) 750 mg twice daily. On (B)(6) 2012, the physician called the patient. The patient also sent a photo. It was felt there was "not much change." On (B)(6) /2012, the patient called the physician and reported that she was more swollen up to eyelid. The patient sent a photo, which the physician reviewed. The physician felt there was not much change, and asked the patient to come to the office on (B)(6) /2012, the patient was evaluated by the physician. The physician felt there was little improvement; no fluctuance was noted. The physician performed a percutaneous aspiration of the subcutaneous mass. No pus and only a few drops of fluid were returned, which subsequently showed "no growth." After doing some research, the physician added augmentin (amoxicillin and clavulanate) 850 mg empirically, to broaden the coverage. The physician "again" explained to the patient that he felt steroid or hyaluronidase injection was potentially dangerous. The physician additionally discussed the situation informally with another physician, who agreed. On (B)(6) 2012, the patient was evaluated by the physician. There was not much change noted, and the patient was "maybe" less swollen. The physician attempted another percutaneous aspiration at the nasolabial crease with multiple thrusts. The cipro was renewed. Because of the slow resolution, the physician decided to call an infection disease physician for a consult, to see if there would be a better antibiotic combination. The infectious disease physician's nurse advised that the infectious disease physician would call the reporting physician back, but he did not. On (B)(6) 2012, the patient called the injecting clinic; she stated she couldn't come in but felt "better." The physician requested the patient to send him a photo in a few days. On (B)(6) 2012, the patient was evaluated by the physician. A very superficial sub-epidermal bleb was aspirated and cultured. On (B)(6) 2012, the patient was evaluated by the physician. The patient reported that after the aspiration attempt, she had slight drainage for one day. As of the time of the evaluation, no drainage, fluctuance, or changes were noted. The augmentin and cipro were renewed. Adding a third antibiotic was discussed. Culture reports were reviewed, which were all negative (noted as "ng"), except for the first "normal skin flora." On (B)(6) 2012, very little progress was noted. The physician "again" discussed intravenous antibiotics, adding a third antibiotic, steroid, hyaluronidase, and surgical exploration. On (B)(6) 2012, the patient was evaluated by the physician. The patient was noted to be concerned. The patient's cheek was indurated and was aspirated for a fourth culture; "mycobacterium set up, as well as fungus, aerobes and anaerobes." Flagyl (metronidazole) was added for additional anaerobe coverage. The physician advised the patient that he wanted her to have an infectious disease consult. The patient was required to see her pcp prior to making an appointment with infectious disease and the patient was unable to get an appointment with her pcp for that day. The patient was instructed to call the pcp the next day for an appointment, hopefully for monday. The reporting physician advised the patient that he wanted to talk with her pcp personally to bring him up to speed and to get the infectious disease consult as soon as possible (asap). On (B)(6) 2012, the reporting physician spoke to the patient's pcp and gave him a detailed history and requested an infectious disease consult asap. On (B)(6) /2013, the patient had an infectious disease consult and was told she needed coverage for (B)(6)). The patient was prescribed bactrim (sulfamethoxazole and trimethoprim) and doxycycline. Unspecified "routine" cultures were sent (no mycobacterium). On (B)(6) 2013, the patient was evaluated by a dermatologist who advised that the patient had an "epidermal cyst." The dermatologist further advised the patient that she didn't need bactrim, and it was discontinued. The patient received an injection of kenalog (triamcinolone acetonide) into the mass, and was told she might need a biopsy. The patient was advised to return to the dermatologist on (B)(6)/2013, the patient's cheek was indurated, but was less swollen. A very firm subcutaneous mass with an irregular skin surface was still noted. No fluctuance was noted. The reporting physician planned to send a summary of the patient's case history to her other physicians and also planned to discuss this with a company representative. The physician planned to follow up on the previously obtained mycobacterium cultures, as they often require a few weeks to grow, and planned to see the patient back "in a week". On (B)(6) 2013, additional information was received from the reporting physician. Additional medical history included previous injections of restylane in the tear troughs on (B)(6) 2011, juvederm (cross-linked hyaluronic acid dermal filler) in the lips, restylane to the tear troughs and lips on (B)(6) 2011, and perlane to the chin and oral commissures on (B)(6) 2012; all without problems. The patient had no additional medical history. The patient's skin type was fitzpatrick ii, and she was not taking any concomitant medications. The patient received a 2 cc injection of perlane-l (cross-linked hyaluronic acid dermal filler with 0.3% lidocaine), not perlane as was previously reported, from two, 1 cc syringes to the malar areas (1 cc to each malar area) via "injection and withdraw, fanning" technique. The patient did not receive any pre-procedure medications. On an unspecified date in 2012 or 2013, the patient was evaluated by a dermatologist whom the reporting physician thought may have injected an unspecified steroid to the affected area. On (B)(6) 2013, the patient was hospitalized. The reporting physician did not have any information regarding the hospitalization. As of (B)(6) 2013, the mycobacterium, fungus, aerobe and anaerobes cultures were "negative, normal skin bacteria." The patient's right cheek induration/very firm subcutaneous mass with irregular skin surface was ongoing and improving; the inflammation was subsiding. The reporting physician planned to follow-up with the patient "at her convenience." The physician's opinion of causality was that "he didn't know" if the perlane-l treatment caused the reported events. The physician assessed the severity of the events as severe. The lot number and expiration date for both syringes of perlane-l were 11491 and december 2014, respectively.